Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation the pump was returned with all of the keypad buttons responding properly. The primary allegation of an under responsive ok/enter button was unable to be duplicated. No physical damage was observed to the keypad. The keypad was removed and no contamination or physical damage was found. The pump was opened and no defect was found. Unrelated to the original complaint the battery compartment was found to be cracked. The display was also found to be dim with letters having a reddish discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.